Event description:
A malfunction alarm labeled "malf 12" was reported without any notable preceding events. There was no reported adverse impact to the customer's blood glucose level. The customer did not reset the malfunction code, despite experiencing at least three occurrences with this pump, which is still under warranty. Technical support arranged for a replacement pump and instructed the customer to switch to an alternative insulin therapy using multiple daily injections (mdi) and to place the current pump in storage mode before returning it with a pre-paid label, which the customer acknowledged.